Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) system stated that their remote communicator displayed a red call doctor (rcd) icon. Subsequently, troubleshooting was performed and a successful upload was received. The rcd was reviewed and found to be due to low out of range pacing impedances exhibited on this right ventricular (rv) lead. The patient was referred to contact their clinic for further evaluation. At this time, this rv lead remains in service. No adverse patient effects were reported.